Event description:
It was reported upon removal of the catheter from the patient, the catheter "snapped" in two pieces. A portion of the catheter was retained in the patient, but was later retrieved. No further patient complications were reported.

Manufacturer narrative:
Follow-up report will be filed when evaluation is completed.